Manufacturer narrative:
The device serial number was not provided therefore the manufacturing records could not be reviewed. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that the surgeon noticed small white fragments at the beginning of phaco but did not see from which ports they exited into the eye. The surgeon commented that the fragments looked like ¿old lens (cataract)¿. There was no report of injury or consequences to the patient.